Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), neck pain ("neck pain"), alopecia ("hair still fall out"), dysgeusia ("taste metal"), tooth loss ("lost teeth"), back pain ("lower back pain"), dysmenorrhoea ("painful periods"), insomnia ("severe insomnia "), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue "), rosacea ("rosacea"), dermatitis allergic ("allergic reaction on my finger"), migraine ("migraine"), dermatitis ("inflammatory skin problem"), blister ("blistering"), scar ("scarring") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain "). The patient was treated with surgery (essure removed almost 5 yr.). Essure was removed. At the time of the report, the genital haemorrhage, arthralgia, neck pain, alopecia, dysgeusia, tooth loss, insomnia, weight increased, depression, anxiety, fatigue, rosacea, migraine, dermatitis, blister, scar and feeling abnormal outcome was unknown and the back pain, dysmenorrhoea and dermatitis allergic had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, blister, depression, dermatitis, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, insomnia, migraine, neck pain, rosacea, scar, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, insomnia, neck pain, rosacea, tooth loss and weight increased .brain fog. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received: event added-brain fog, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/ clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), neck pain ("neck pain"), alopecia ("hair still fall out"), dysgeusia ("taste metal"), tooth loss ("lost teeth"), back pain ("lower back pain"), dysmenorrhoea ("painful periods"), insomnia ("severe insomnia "), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue"), rosacea ("rosacea"), dermatitis allergic ("allergic reaction on my finger"), migraine ("migraine"), skin disorder ("inflammatory skin problem"), blister ("blistering") and scar ("scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed almost 5 yr.). Essure was removed. At the time of the report, the genital haemorrhage, arthralgia, neck pain, alopecia, dysgeusia, tooth loss, insomnia, weight increased, depression, anxiety, fatigue, rosacea, migraine, skin disorder, blister and scar outcome was unknown and the back pain, dysmenorrhoea and dermatitis allergic had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, blister, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, insomnia, migraine, neck pain, rosacea, scar, skin disorder, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, insomnia, neck pain, rosacea, tooth loss and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added, reporter added, non-serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.